Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under MFR number 0001825034 -2018 -04155.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under MFR number 0001825034 -2018 -04155

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported patient underwent a hip revision surgery approximately 2 years post implantation due to the implant loosening from the patient's acetabulum. A two-hour delay in surgery was noted. Attempts have been made and additional information on the reported event is unavailable at this time.